Event description:
Customer tried our tampon and indicated they were dry and uncomfortable. She indicated they caused irritation where she reached out to her obgyn who recommended discontinuing use.

Event description:
Customer tried our tampon and indicated they were dry and uncomrtable. She indicated they caused irritation where wher reached out to her obgyn who recommended disconinuted use.